Manufacturer narrative:
D10: concomitants: 3648750 142-32-03 - cocr fem head 32mm +3.5 offset 12/14 3787008 164-13-10 - novation element ro s/o col sz 10 3933276 180-65-20 - alteon 6.5mm screw, 20mm. 3888328 186-01-48 - integrip cc, cluster 48mm, g1. Pending investigation.

Event description:
As reported via legal documentation the patient had a right hip replacement on (B)(6) 2015. Approximately 8 years and 2 months after the initial procedure the patient had a right hip revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient has filed a short-form complaint in a coordinated action in alachua county with master case no. 2022 ca 002670. The consolidated long form complaint that applies to cases filed in this coordinated action alleges that patients filing suits in this coordinated action were required ¿to undergo revision surgeries due to severe, pain, swelling, and instability¿ due to ¿wear of the polyethylene components and resulting component loosening and/or other failure failures causing serious complications including tissue damage, osteolysis, permanent bone loss, and other injuries.¿ because the patient has filed a short-form complaint in this coordinated action, the patient appears to allege that the patient was injured as a result of wear of an exactech polyethylene device.

Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b2, h6 - health effect - clinical code, component code, type of investigation, investigation findings, h7 (remove erroneous entry from initial report), h9 (remove erroneous entry from initial report) and h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A definitive root cause was unable to be determined; however, may have resulted from a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.